Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that all light-emitting diode of the front panel glow was caused by a failure of the printed circuit board. The no image issue was likely caused by defects of the printed circuit board and main board. And the error code e110 by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image and front panel led lit continuously was confirmed. The device evaluation found a defective printed circuit board and defective main board caused no image to appear, and a faulty printed circuit board caused all led¿s on front panel to light continuously. Another reportable malfunction found during evaluation was error code e110 (image processor or light source failure) coming on monitor screen due to faulty printed circuit board. Other non-reportable findings were: error code e209 (printed circuit board failure) coming on monitor screen due to faulty interface board, and a printed circuit board was found burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image and the front panel led was lit continuously. The issue was found during preparation for use for a diagnostic gastroscopy procedure. A similar device was used for the procedure with no delay. There were no reports of patient harm.